Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, (B)(6) 2011; 5076-45 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that they experienced pain on the left side of their chest and questioned if they had received shocks from their device. The patient reported experiencing the pain 30 seconds apart for about 3 seconds each time. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.